Manufacturer narrative:
One used product was returned for evaluation. The product was returned outside of the original packaging. Visual inspection observed that the product was assembled and glued correctly in accordance with the approved drawing. A broken section between the pressure sensor and trigger flush was identified; however, the break was not caused by the bonding process. If the reported fault occurred during transportation or manufacturing it would have been visible prior to product use. Investigation was unable to determine root cause for reported failure.

Manufacturer narrative:
Evaluation in process. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Evaluation in progress.

Event description:
User facility reported that the device was in use with patient for continuous blood pressure monitoring. During use, there was a separation of tubing that required the set to be exchanged with a new one. According to the reporter, the patient bled because the tubing had detached while he was agitated. No further adverse effects to patient reported.